Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Customer declined tandem technical support's offer to reset the pump. Transmitter was replaced to resolve the issue. No additional patient or event information was available.